Event description:
A patient reported that they were injected with 4 ml juvéderm® voluma¿ xc in the midface, 2 ml of juvéderm® volbella¿ xc in the infraorbital hollows (ioh), 2 ml of juvéderm® vollure¿ xc in the lower face nasolabial folds (nlfs), 2 ml of juvéderm® ultra xc in the lips, 2 ml of juvéderm® ultra xc in the lips, and 4 ml of skinvive¿ by juvéderm® in the cheeks. The patient reported having a blue tinted color to skin from the nose to the chin between the cheeks and what appears to be dead/dying skin above the lip. Patient stated that it may take longer to heal from the treatment and their concerns may self-resolve with time. Symptom noted as recovering/resolving. A patient reported that they were injected with 4 ml juvéderm® voluma¿ xc in the midface, 2 ml of juvéderm® volbella¿ xc in the infraorbital hollows (ioh), 2 ml of juvéderm® vollure¿ xc in the lower face nasolabial folds (nlfs), 2 ml of juvéderm® ultra xc in the lips, 2 ml of juvéderm® ultra xc in the lips, and 4 ml of skinvive¿ by juvéderm® in the cheeks. The patient reported having a blue tinted color to skin from the nose to the chin between the cheeks and what appears to be dead/dying skin above the lip. Patient stated that it may take longer to heal from the treatment and their concerns may self-resolve with time. Symptom noted as recovering/resolving. Patient identifier (B)(6) (B)(4), (B)(6) (B)(4), (B)(6) (B)(4), (B)(6) (B)(4), (B)(6) (B)(4). This emdr is being submitted for suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.